Event description:
Information received by medtronic indicated that the customer had a communication issue with the inpen application and mobile device. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen application and will be returned for analysis.

Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-915 investigation conclusions -500= ga41af, component code-510 per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen did not pair to the commercial app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 3.06v. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: the battery was measured to be at 2.94 volts. The electronic was proven to be functional and produced a healthy encoder signal when the mechanical components of the encoder were removed from the system. Contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. See the attachment for additional details. Therefore, no communication was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.